Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 75% stenosed lesion was located in a non calcified and moderately tortuous left circumflex artery. On the first inflation the 2.0x15mm maverick2 monorail balloon was inflated to twelve atmospheres and ruptured. The balloon was removed intact. The procedure was completed with a different device. No complications reported with the patient status listed as good.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 75% stenosed lesion was located in a non calcified and moderately tortuous left circumflex artery. On the first inflation the 2.0x15mm maverick2 monorail balloon was inflated to twelve atmospheres and ruptured. The balloon was removed intact. The procedure was completed with a different device. No complications reported with the patient status listed as good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the device was attached to an encore inflation unit and a pinhole leak was noted approximately 2.5mm proximal to the proximal edge of the distal markerband. A detailed microscopic examination of the balloon material and markerband could not identify any issues which could potentially have contributed to the pinhole leak. No other damage was noted along the length of this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).